Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal struts pulled proximally. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-apr-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was fine. However, returned device analysis revealed a stent damage.